Manufacturer narrative:
Device evaluation by manufacturer: on (B)(4) 2018, a field service engineer (fse) followed-up over-the-phone and confirmed that the customer had gotten the old peek tubing to stop leaking. The fse walked the customer through replacing the old peek tubing with the new that was sent by technical support. The customer indicated that the pressure was at 8.7 mpa (`6-9 ideal pressure) with no leaks. The customer ran quality controls without any issues. The g8 instrument was performing within manufacturer's specifications; no further action was required by the fse. A (B)(6) complaint history review and service history review for similar complaints was performed for serial number (B)(4) from (B)(6) 2016 through aware date (B)(6) 2018. There were two (2) similar complaints identified during the searched period, which includes this event. The g8 variant analysis mode operator's manual under chapter 5, maintenance procedures, states that when replacing the filter to ensure that there are no leaks from the filter housing components and tube connections. If a leak is found, tighten the assembly further. The most probable cause of the reported leak was due to a loose connection between the peek tubing and the filter housing on the g8 instrument. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013.

Event description:
On (B)(6) 2018, a customer reported a leak coming from the filter housing on the g8 instrument. The customer then reported that the leak had been fixed; however, the black connector was cracked probably because of over tightening. The technical support specialist ordered new peek tubing for the line filter for the customer. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.